Event description:
It was reported that two days post-implant, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of noise. X-rays taken of the system showed the electrode had dislodged from its original implant position. Low shock impedance measurement values of less than 30 ohms were also reported. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that two days post-implant, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing of noise. X-rays taken of the system showed the electrode had dislodged from its original implant position. Low shock impedance measurement values of less than 30 ohms were also reported. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.